Manufacturer narrative:
(B)(4).

Event description:
It was reported that: " after the protected pci using the percutaneous ventricular assist device(pvad) he started the closure by advancing the manta sheath over the guidewire. After removing the dilator, he wanted to insert the manta device over the wire into the sheath. But it was almost not possible to insert the manta into the sheath. So he had to use more force to connect the device." Ai received on 09jul2024. The operator described that there was a lot of resistance coming from the hemostatic valve. With a lot of force he managed to insert the bypass tube and the manta device and continued the closure after IFU. After closure there was hemostasis. But after removing the wire and cutting the suture there was bleeding. The operator had to put the fem stop device for about 60 minutes. After 60 minutes there was hemostasis. During the night the patient was in good condition. In the morning the patient was send to normal ward. The patient complained about a sleepy leg. So they did a CT. The CT scan showed that there was no blood flow underneath the puncture site so they sent the patient into the operating room for surgical cut down to remove the closure device. After repairing the cfa the patient deceased in the operating room." Surgery: "removal of the angioserosal system intraluminally circumscribed thrombendarterectomy of the left common femoral artery bovine patchplasty of the left femoral bifurcation under local anesthesia the indication for surgical vascular reconstruction was given at a critical clinical stage. There was critical ischemia of the left leg. Duplex sonography and CT revealed occlusion of the left common femoral artery with obstruction of the lumen. The left common femoral artery, profunda femoris and superficial femoral artery were dissected via a longitudinal femoro-inguinal incision. Slinging of the above vessels and heparinization with 3000 iu. Atraumatic interruption of the blood flow and longitudinal arteriotomy from the common femoral artery to the superficial femoral artery. The profunda femoris artery is dissected up to the first profundal segment. After appropriate inspection, it can be seen that an occluded afc due to the completely intravascular anchor system. There is also a dissection of the posterior wall. Complete removal of the anchor system and evidence of arterial return flow from the arterial p.f. And arterial f.s. Without further thrombi. A vascu-guard patch is prepared and cut to size and then a vascu-guard patchplasty of the femoral bifurcation is performed. This is sutured in place with 6x0 prolene semicircularly and continuously overlapping. Release of blood flow in typical sequence and confirmation of blood tightness of the vascular suture and blood dryness in the remaining surgical area. Continuous suturing of the femoral fascia and subcutis as well as continuous intracutaneous suturing and final sterile wound dressing complete the operation. The patient died after the surgery in the operating room." Diagnosis: "occlusion of the left common femoral artery due to angiosis dislocation in critical ischemia of the leg in the presence of coag".

Event description:
It was reported that: " after the protected pci using the percutaneous ventricular assist device(pvad) he started the closure by advancing the manta sheath over the guidewire. After removing the dilator, he wanted to insert the manta device over the wire into the sheath. But it was almost not possible to insert the manta into the sheath. So, he had to use more force to connect the device." (B)(4) received on (B)(6) 2024. The operator described that there was a lot of resistance coming from the hemostatic valve. With a lot of force, he managed to insert the bypass tube and the manta device and continued the closure after IFU. After closure there was hemostasis. But after removing the wire and cutting the suture there was bleeding. The operator had to put the fem stop device for about 60 minutes. After 60 minutes there was hemostasis. During the night the patient was in good condition. In the morning the patient was send to normal ward. The patient complained about a sleepy leg. So, they did a CT. The CT scan showed that there was no blood flow underneath the puncture site so they sent the patient into the operating room for surgical cut down to remove the closure device. After repairing the cfa, the patient deceased in the operating room." Surgery: "removal of the angioserosal system intraluminally circumscribed thrombendarterectomy of the left common femoral artery bovine patchplasty of the left femoral bifurcation under local anesthesia. The indication for surgical vascular reconstruction was given at a critical clinical stage. There was critical ischemia of the left leg. Duplex sonography and CT revealed occlusion of the left common femoral artery with obstruction of the lumen. The left common femoral artery, profunda femoris and superficial femoral artery were dissected via a longitudinal femoro-inguinal incision. Slinging of the above vessels and heparinization with 3000 iu. Atraumatic interruption of the blood flow and longitudinal arteriotomy from the common femoral artery to the superficial femoral artery. The profunda femoris artery is dissected up to the first profundal segment. After appropriate inspection, it can be seen that an occluded afc due to the completely intravascular anchor system. There is also a dissection of the posterior wall. Complete removal of the anchor system and evidence of arterial return flow from the arterial p.f. And arterial f.s. Without further thrombi. A vascu-guard patch is prepared and cut to size and then a vascu-guard patchplasty of the femoral bifurcation is performed. This is sutured in place with 6x0 prolene semicircularly and continuously overlapping. Release of blood flow in typical sequence and confirmation of blood tightness of the vascular suture and blood dryness in the remaining surgical area. Continuous suturing of the femoral fascia and subcutis as well as continuous intracutaneous suturing and final sterile wound dressing complete the operation. The patient died after the surgery in the operating room." Diagnosis: "occlusion of the left common femoral artery due to angiosis dislocation in critical ischemia of the leg in the presence of coag" associated complaints 3010252479-2024-00116 and 3010252479-2024-00115.

Manufacturer narrative:
(B)(4). The customer returned one unused manta for evaluation. The device lot history record review for lot number mn2301536 manta 14f ce indicated during lot release of manta lot, a single device exhibited low collagen placement on the carrier tube. Therefore, no other non-conformities related to this lot, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. A 75-year-old male patient, 157cm, 92kg, bmi-30.0, with severe coronary artery disease and in cardiogenic shock, presented in the or for a protected pci. No issues were encountered advancing or withdrawing the 14f impella cp procedural sheath. Following the protected pci, the patient was transferred to the ICU with the impella in place. Two days later, following the removal of the impella, deployment depth measurement for the manta closure device was performed using an 8f puncture locator and recorded at 3.5cm + 1cm. The manta instructions for use (IFU) indicates in procedure requirements: depth location must occur with either the 8f depth locator before step dilation of the vessel and before the large-bore procedure is performed or with the 14f depth lo cator following the large-bore procedure but before insertion of the 14f manta device. Access was medially positioned. The left common femoral arteriotomy was 5.0mm and clear of calcification. Following the depth measurement, activated clotting time was under 250, and no protamin or heparin was administered. The manta introducer and sheath were inserted. Once the sheath was positioned on the guidewire, the introducer was removed. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. The bypass tube would not easily enter the hemostatic valve. The IFU states: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. The physician continued applying a lot of force, attempting to insert the device through the hemostatic valve, eventually connecting the manta closure to the sheath hub. The device deployed without further complication, achieving hemostasis under twenty seconds. No buckling or bending occurred to the bypass tube when resistance was met. Following removal of the guidewire and cutting of the suture, bleeding was present. Bleeding is an expected event during deployment procedures and does not indicate device failure; it is a common occurrence following any closure device deployment due to the collagen requiring time to clot to create a seal or ambulation. A femstop was applied for sixty minutes, achieving hemostasis, and the patient was transferred to a room in good condition. The next morning the patient complained of a sleepy leg. A CT scan revealed no blood flow underneath the puncture site. The patient was transferred back to the or for surgical intervention to explant the manta device, repair the vessel, and suture for closure. Following the surgical intervention, the patient expired in the operating room. Based on the investigation, the resistance experienced with the hemostatic valve was not responsible for the vascular complication. The patient was already in an advanced critical clinical stage before arriving at the hospital. As per the vascular surgeon report, the patient was diagnosed with occlusion of the lcfa due to angiosis dislocation in critical ischemia of the leg in the presence of coag. Following appropriate inspection, an occluded afc due to the manta being completely deployed intravascular was seen and a dissection was noted on the posterior wall. Dissections are a common large bore procedural complication. Therefore, it could not be determined if the dissection occurred prior to or during the manta deployment. During the surgical intervention, the manta system was removed, circumscribed thrombendarteriectomy of the lcfa performed and a patch plasty was placed on the left femoral bifurcation. The root cause of the occlusion requiring surgical intervention is likely contributed to user error due to the manta being completely deployed intravascular.